Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The patient stated that her cgm read 40 mg/dl. She did not check a fingerstick value with a blood glucometer, immediately started treating the low value by eating, and called the paramedics. She was not feeling symptoms of being low and was only treating based off the cgm. She stated that when the paramedics arrived, they treated her with insulin based off of the cgm reading without doing a finger stick with her blood glucometer. The cgm reading at that time was not provided. The paramedics then tested her glucose and it was 214 mg/dl. The patient was stable and did not go to the hospital for any further evaluation. At the time of the report the following day the patient remained stable. Although, multiple attempts were made to follow up with the reporter, no additional information could be obtained. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. No additional patient or event information is available.